Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. She was sweating. Customer's blood glucose level was 152 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, broken reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, and cracked battery tube threads. No moisture damage was noted on the electronics, motor, vibrator motor or battery tube assembly.